Event description:
It was reported that during a low anterior resection procedure on the first firing, when the cartridge was fired at proximal end specimen side, there was no staple formation. The surgeon oversewed as a precaution. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.